Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -11.5 diopter tore during loading. This occurred on (B)(6) 2021. There was no patient contact with the lens. The cause of the event is reported as other: the lens got torn while loading in the cartridge and "accidental instance."